Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported in mailed in medwatch that the following incident ((B)(4)) had been reported to the FDA: "tip of the scorpion needle missing after removal of cannula in left shoulder (tip- very small piece missing)."